Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17155. The pt reported she experienced her charging system becoming hot during use. Follow-up clarified the pt is experiencing heating at her ipg pocket site while charging. The pt is to receive a low energy replacement charging system. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.